Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/03/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter data log was downloaded and evaluated. No product was provided for investigation. Data investigation could not confirm the problem. No defect found; no root cause to be determined.